Event description:
Analysis of the returned handheld device was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist was having communication issues with his handheld device. The handheld device was unplugged from the wall and the wand battery was replaced. The neurologist¿s programming wand was tested using a different handheld device and his handheld device was tested using a different programming wand. The communication issues were isolated to the handheld device. The handheld device has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.